Event description:
The hill-rom rec'd a report from a hill-rom technician found a note on the bed stating the siderail was broken (siderail not latching). The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the right head siderail center arm physically broken causing the siderail not to latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on their beds. No further info is available on the repair of the bed at this time. If any add'l relevant info is identified following completion of the repair, the add'l relevant info will be submitted in a supplemental report.